Event description:
This report is related to customer complaint (B)(4) made against another lot of product: allset gold a high res ssp, catalog #54010d. The customer reported that the reactivity for lane 17 and lane 21 were both negative when the labeling indicates the reactivity should be positive. The labeling discrepancy may lead to potentially mistyping an a 30:16 allele as an a 30:01 allele and false positive calls for alleles a 03:09 and a 11:06. The complaint has been confirmed and in addition to the product against which the complaint was lodged, it was found that product 54010d allset gold a high res ssp lot 012 1303557, the subject of this report was impacted.